Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 7 mdrs filed for the same patient (reference 1825034-2014-02901/02907).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of soft tissue damage in both hips and elevated metal ion levels and that a right hip revision procedure was performed on (B)(6) 2013. It was further alleged that joint effusion with synovitis, metallosis with grayish discoloration of the pseudocapsule, cloudy fluid and burnishing of the morse taper were noted during the right hip revision procedure. There has been no reported revision procedure of the left hip to date. A review of the invoice history confirmed the all surgery dates and that the acetabular cup, modular head and taper adapter were removed and replaced during the right hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.